Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer treated with bolus from the pump. An hour later, the customer's blood glucose went up to 455 mg/dl then 480 mg/dl. The customer reported air bubbles in the tubing. The customer reported leaks past the second o-ring. The product was not returned for analysis.